Manufacturer narrative:
(B)(4). Additional information provided in device evaluated by MFR? And evaluation codes. The actual device was not returned; however a companion sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and no issues were noted. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked from a hole. This was noted during priming of peritoneal dialysis. It was unknown whether the patient connected following the event. There was no patient injury or medical intervention reported. No additional information is available.